Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump was splashed by water and would not complete the reset sequence. The customer had gotten into the shower with the device on. Customer's blood glucose was 200 mg/dl. The customer stated the insulin pump display went blank immediately after exposure to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.